Event description:
The duett pro sealing device was deployed following a diagnostic procedure via a 6 fr sheath in the right common femoral artery. During the deployment, it was unclear if the instructions for use procedure steps were followed correctly. Following the deployment, the pt experienced loss of pulses, pallor and pain. An angiogram confirmed an occlusion, and treatment consisted of surgical intervention and anticoagulation therapy. The treatment was successful and no further complications were reported.